Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when the physician used the 7f sheath for contrast surgery, the patient's blood vessels were spasmodic. After the spasmodic stopped, the sheath was pulled out from body and it was found that the sheath was broken and a part of it remained in the patient's body. Later, other devices were used to help pull out the rest of the pieces.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.